Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with a 490cc mentor memorygel breast implant experienced left sided paresthesia and pain post procedure. Nerve issues in the left breast and pain from the armpit to the nipple when moving her arm were described. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on june 21, 2023. Explant and replacement with non mentor implants was performed on (B)(6) 2023. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: previous capsular contracture diagnosis/paresthesia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 31, 2023. The device issues originally reported as a left side breast pain and paresthesia, was a left sided paresthesia and bilateral baker grade iii/IV capsular contracture. This report relates to the left prosthesis. See 1645337-2023-01550 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).